Event description:
There was a complaint of questionable inr results with coaguchek xs meter serial number (B)(4). The result from the meter at 10:34 a.m. Was 1.9 inr. The result from the doctor¿s roche meter around 2-3 p.m. Was 2.6 inr. The patient¿s therapeutic range is 2.0-3.0 inr and their frequency of testing is weekly.

Manufacturer narrative:
The reporter's meter and test strips of lot 52333121 were provided for investigation and tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.0 inr. Qc 2: 4.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The returned and the retention material meet the specification. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Occupation is patient/consumer.